Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 0, indicating a software error. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, and the malfunction did not recur afterward. Customer was advised to call back if any further issues arise.